Event description:
The customer observed an increase in prism drain time errors in the previous two weeks when prism reaction tray lot 90359m500 was in use. The customer observed 35 drain time errors for patient samples, repeated the testing and generated results for all but six samples. The customer contacted their clients regarding the six samples that did not produce results which caused donor blood units to be discarded. The customer was sent a different lot of prism reaction trays. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.